Event description:
The customer reported the system's breaker box became damaged thereby shutting the system down. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The breaker box parts are obsolete and can no longer be obtained. The customer intends to repair the system.